Event description:
During the atrial fibrillation procedure, there was a crack on the tip of the outer sheath which allowed blood to leak out of the sheath. There was difficulty during insertion of the sheath into the patient. The sheath was replaced and the procedure was successfully completed with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath tubing and dilator tubing had been torn. The sheath distal tip had been bent. While the dilator was inserted into the sheath, a gap was noted at the dilator/sheath transition, consistent with the aforementioned damage to the sheath distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The sheath tubing and dilator tubing tears are consistent with the reported leak. The cause of the sheath and dilator damage and the reported patient insertion difficulty remains unknown.